Event description:
While the ventilator was in use, it began alarming ¿high continuous pressure¿ and did not deliver breaths to the patient. Per rcp (respiratory care practitioner), the ventilator sounded like the internal compressor was potentially malfunctioning. The patient had to be hand ventilated. Our biomed team inspected the device and found loud pressure on the internal leakage test, believed to be a clogged filter.